Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('my whole body hurts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("hashimoto"), fatigue ("I am always tired") and nausea ("nauseated"). The patient was treated with surgery (essure removal). At the time of the report, the pain, autoimmune thyroiditis, fatigue and nausea outcome was unknown. The reporter considered autoimmune thyroiditis, fatigue, nausea and pain to be related to essure. Concerning the injuries reported in this case, the following were reported via social media report: autoimmune thyroiditis, pain, fatigue and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: pif received. Case becomes an incident. Removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.